Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise control board to resolve the issue. Multiple hardware parts were also replaced as a part of preventative troubleshooting. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous erratic patient results for sodium (na) on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.